Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/26/2025 the clinical diabetes specialist reported the user recalled past low blood glucose events from six months earlier but did not require medical attention. Training was scheduled and confirmed. No hospitalization or long-term health effects were reported.